Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the customer was playing outside when the separation occurred. The customer's blood glucose level was 500 mg/dl and it was addressed with a syringe.